Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient¿s charger quit working. The patient stated that they did not have their equipment with them and they were driving. No description of the device damage was provided. The patient was going to call back with their equipment when they got home. There was no out of box failure and no medical/therapy problem related to the small parts component. No troubleshooting could be done due to a lack of access to the product. No symptoms were reported. The event occurred on (B)(6) 2017. The patient called back later the same day for troubleshooting with their equipment. It was reported that a por (power-on-reset) was seen on their recharger. The meaning of the por, that therapy has stopped due to por, was reviewed. It was reported that the por appeared yesterday before they were ready to charge and after they charged. The patient stated that they charge every day. The patient did not have any recent medical test or emi environmental exposure. It was reported that the patient¿s por was an informational por. Steps were reviewed with the patient on how to clear the por with their patient programmer. They were told to press the sync key, press any arrow on the navigation button and reset the time if desired. Then they were directed to press the sync key to complete the reset. It was reported that this successfully cleared the por. The patient was then directed to turn their therapy back on. It was reviewed that therapy would resume at last programmer parameters and that they could adjust it if need be. It was indicated that therapy was adequate. The patient was able to turn their ins back on. The patient programmer showed the information screen ¿low patient programmer (pp) batteries¿. It was reviewed with the patient that they would need to change the pp batteries soon. The pp showed that the ins charge was full. No symptoms were reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.